Manufacturer narrative:
The cause for the discordant results is unk.

Event description:
Customer reported negative results for white blood cells (wbcs), blood and nitrites visually but the reference lab results were positive. There was no report of injury for this event.